Event description:
It was reported that during a posterior lumbar fusion, persuader and screw became stuck together. Surgeon had to remove screw and persuader together, replace with reduction head screw to reduce rod. Reduction head screw did not require threaded persuader to reduce. Surgeon had to loosen and remove four caps in order to replace screw. The surgeon was able to seat rod with four new caps and complete procedure. The incident added 45 minutes to procedure. Caps were discarded. Screw and persuader, still stuck together, are available for return. This is report 1 of 2 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history record for lot 6603334 revealed the matrix threaded persuader was manufactured by magnum manufacturing center and processed per specification requirements. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. The lot was inspected and conformed to the synthes inspection sheet. The suppliers certificate of compliance (c of c) indicates the parts were manufactured to the synthes drawing. The lot was made to the correct material requirements, met the hardness and required specifications. A document change order (generate date: 11/18/2011) documents that lot 660334 should have been reworked to have the 03.632.008.5 assembly replaced with 03.632.413. Relevance to the complaint condition could not be determined by synthes monument. The product development evaluation revealed that the threaded persuader was received with the reduction insert removed and it had all 8 fingers broken off. The threaded tube was in the fully retracted position with the tips all the way up into the barrel of the reduction tube assembly. There was a screw stuck in the tips of the threaded tube. There was brown discoloration around some of the depth numbers etched on the side of the barrel. The threaded tube was pushed to the fully extended position and the screw was removed easily. The threaded tube was then removed from the other end (with significant effort) and all 8 of the black plastic fingers from the reduction insert were inside the tube. The separate green handle was also received and had no damage. As noted on a previous complaint, improper assembly of the instrument (not fully seating the insert) by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break an internal corrective action has been opened to address this issue. The screw was stuck in the tips of the threaded tube because it was stuck in the fully retracted position and the screw is not intended to be removed in this position. It is concluded that this complaint is valid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.

Event description:
This report is for file (B)(4).